Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review for the subject device has been requested.

Event description:
Patient status post plate implantation returned to surgeon for office visit and an x-ray showed the plate broke. Surgeon removed the hardware and noted the plate broke distally through the cannulated hole. Patient was revised to two plates.